Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason. Patient was doing well postoperatively. Explanted product was disposed of by facility.